Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer received unspecified alarms while charging the pump. There was no reported adverse impact to the customer¿s blood glucose level. Multiple attempts were made to follow up on the reported issue; however, a response was not received.